Manufacturer narrative:
The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of a potential medical event for 1 patient tested on a coaguchek xs meter with an unknown serial number. The date of the event is an approximation; the reporter did not know when the event occurred. The patient had reportedly been tested on coaguchek xs meter serial number (B)(4). The patient was then reportedly retested on a 2nd coaguchek xs meter (serial number unknown). The patient allegedly "had to be administered medication immediately" based on the result from the 2nd meter. Examples of additional information requested but not provided at this time include: the date the results were obtained. An estimation of the meter results. What medication was administered. Which patient was involved or their current condition. Specific patient information: demographics, medical history, medications, or any other treatment information. Any additional information related to this event. This MDR is being submitted in an abundance of caution.

Manufacturer narrative:
The initial report stated: "there was an allegation of a potential medical event for 1 patient tested on a coaguchek xs meter with an unknown serial number." This should say: there was an allegation 1 patient tested on a coaguchek xs meter with an unknown serial number was administered medication based on the result from the meter. Additional clarification of the event: the reporter did not explain why a second test with another device was conducted.

Manufacturer narrative:
The device code was updated. The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.